Event description:
An e-mail report was received that stated on (B) (6) 2009 the valve of the endotracheal tube was leaking and there was no tube available to return for failure investigation. No other info was provided. Attempts have been made to contact the reporter in the e-mail, and to date there has been no response.